Event description:
Information received indicates exposed wires on the power cord.

Manufacturer narrative:
While performing preventive maintenance on the bed, the hill-rom technician found exposed wires on the ac power cord. The technician re-connected the cord that pulled away from the plug to repair the bed.